Event description:
A report was received that the patient was experiencing discomfort at the lead site due to lead migration. The patient underwent an explant procedure and the physician explanted the patient's entire system. During the revision, contacts fell off the paddle lead but all were retrieved from the patient. The patient is reportedly doing well.

Event description:
A report was received that the patient was experiencing discomfort at the lead site due to lead migration. The patient underwent an explant procedure and the physician explanted the patient's entire system. During the revision, contacts fell off the paddle lead but all were retrieved from the patient. The patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-50, serial # (B)(4), description: artisan surgical lead with platnalock technology - 50cm. Model # sc-4316, lot # 14724919, description: clik anchor.

Manufacturer narrative:
Ipg (sc-1110-02, s/n #(B)(4)): the ipg passed all visual, electrical, performance, and photographic imaging tests performed. No excessive current leakage or spurious signals were observed while the ipg was active in saline solution. Reviews of the sterilization record and the residual gas analysis report did not find any anomalies or deviations that potentially relate to the reported symptom. Paddle lead (sc-8216-50, s/n #(B)(4)): visual inspection of the paddle lead revealed that the lead was cleanly cut. This kind of damage is a result of a typical explant procedure and it is not considered a failure. Several electrodes were separated/dislodged from the paddle body. It was reported that contacts fell off during the explant procedure. The root cause could not be determined. Click anchor (sc-4316, lot #14724919): the click anchor was locked onto a sample lead and tested for slippage. No anomalies were found.